Event description:
Polarity swich occurred between (B)(6) 2020 and (B)(6) 2021 interrogation requested pdd or carelink transmission for further insight to polarity switch, email was sent to engineering for review of pod. Response received and attached to case responded to rep via email see email to rep., awaiting response low impedance alert on atrial lead; lntermedics leads from 1999; rep is going to see patient in person to try and determine if there is noise on the lead; apace 98%; then discuss with ep whether or not to replace leads engineering: these are not false-positives. The device is detecting issues with the atrial lead. Scp (short circuit pace) counts for a bipolar lead is an indication of an inner insulation failure. Details: the atrial lead performance counters have only been running for 3 days since being cleared and programming back to bipolar pacing. A pre-warning scp count of 327 means that there were a lot of sporadic scps before the 8 out of 16 detection criteria was met. After that, there were 199 scp counts and 63512 successful (in-range) paces. That's a ratio of 1 scp for every 319 in-range paces. The atrial trend is based on one measurement every 3-hours so there is a lower probability that they show evidence of a bad lead. The lead performance counters evaluate on every pace so will detect a lead problem much sooner. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).